Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on 19 aug 2021.

Event description:
It was reported the patient experienced an infection, and extrusion of the implant magnet.